Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted. The patient's medical history included genital bleeding, pelvic pain female, heavy periods, dysmenorrhea, headache, cholecystectomy, cystoscopy, shoulder operation, nabothian cyst, vaginal bleeding and uterine bleeding. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tvh with bilateral salpingectomy and cystoscopy). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: there was approx 7 coils on left side, and approx 3 trailing coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: cervix and uterus (hysterectomy). Benign cervix with nabothian cysts, benign secretory endometrium. Coiled metal wire device grossly identified. Bilateral fallopian tubes (bilateral salpingectomy), bilateral fallopian tubes with no significant histopathologic abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted. The patient's medical history included genital bleeding, pelvic pain female, heavy periods, dysmenorrhea, headache, cholecystectomy, cystoscopy, shoulder operation, nabothian cyst, vaginal bleeding and uterine bleeding. On (B)(6)2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tvh with bilateral salpingectomy and cystoscopy). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: there was approx 7 coils on left side, and approx 3 trailing coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2020: 1. Cervix and uterus (hysterectomy) benign cervix with nabothian cysts benign secretory endometrium coiled metal wire device grossly identified. 2. Bilateral fallopian tubes (bilateral salpingectomy) bilateral fallopian tubes with no significant histopathologic abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils lodged partially in uterus') in an adult female patient who had essure (ess205) inserted. The patient's medical history included genital bleeding, pelvic pain female, heavy periods, dysmenorrhea, headache, cholecystectomy, cystoscopy, shoulder operation, nabothian cyst, vaginal bleeding, uterine bleeding, pelvic pain, fatigue, headache, weight fluctuation, back pain, joint pain and ear ringing. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tvh with bilateral salpingectomy and cystoscopy). Essure (ess205) was removed. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). The reporter commented: there was approx 7 coils on left side, and approx 3 trailing coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: 1. Cervix and uterus (hysterectomy). Benign cervix with nabothian cysts. Benign secretory endometrium. Coiled metal wire device grossly identified. 2. Bilateral fallopian tubes (bilateral salpingectomy). Bilateral fallopian tubes with no significant histopathologic abnormalities. Ultrasound scan - on an unknown date: coils lodged partially in uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: mr received. Reporter information added. Event medical device removal updated to event coils lodged partially in uterus. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('coils lodged partially in uterus'). In an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: genital bleeding, pelvic pain female, heavy periods, dysmenorrhea, headache, cholecystectomy, cystoscopy, shoulder operation, nabothian cyst, vaginal bleeding, uterine bleeding, pelvic pain, fatigue, headache, weight fluctuation, back pain, joint pain and ear ringing. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and arthralgia ("joint pain"). The patient was treated with surgery (tvh with bilateral salpingectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device expulsion, uterine haemorrhage and arthralgia outcome was unknown. The reporter considered arthralgia, device expulsion and uterine haemorrhage to be related to essure (ess205). The reporter commented: there was approx 7 coils on left side, and approx 3 trailing coils on right side. Discrepancy noted, in essure insertion date: (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2020: 1. Cervix and uterus (hysterectomy) benign cervix with nabothian cysts, benign secretory endometrium coiled metal wire device grossly identified. 2. Bilateral fallopian tubes (bilateral salpingectomy) bilateral fallopian tubes with no significant histopathologic abnormalities. Ultrasound scan: on an unknown date, coils lodged partially in uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, pif received: events added: abnormal uterine bleeding, joint pain, reporter's information were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.